Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two programmer stylus' stopped working. The stylus' are no longer in use. No patient complications have been reported as a result of this event.